Event description:
Reportedly during the f/u on (B)(6) 2011, the physician observed that oversensing episodes were recorded in the device memory. The physician asked for an explanation.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: analysis of the oversensing episodes revealed that the recorded episodes were not physiological and exhibited patterns related to lead issue (dislodgement, insulation, failure, conductor fracture), or connection issue. Based on the egm shape, a lead issue is suspected. The physician should consider a re-intervention to check the lead integrity.